Manufacturer narrative:
The reported event of lead could not be gone through several catheters was confirmed. As received, a complete lead was returned in one piece. The cause of the reported event was isolated to the offset inner coil at the s-curve region consistent with procedural damage which prevented a guidewire or stylet from being fully inserted resulting in difficulty inserting the lead in the cps tool.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During procedure, the left ventricular (lv) lead was unable to advance through the catheters. Resistance was confirmed visually. The physician alleged this was due to a lead anomaly. After considering the patient's physical condition, the physician removed and replaced the lv lead, and the procedure was completed. There were no adverse consequences to the patient.